Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The device history record for lot 20112929 was reviewed and the product was produced according to product specifications. The returned sample was visually inspected and no cracks, splits, or component breakage were identified. Functional evaluation confirmed leakage from the central port because the stylet hub could not completely secure into the connector port. Examination of the stylet hub identified dried clear material within the inner portion of the connector. The potential root cause was identified as incorrect adhesive application during manufacturing of the stylet connector assembly, resulting in inability of the stylet hub and y-connector to fully secure together. The condition was not detected during in-process inspection activities. A notification was issued to manufacturing personnel regarding the reported condition. All information reasonably known as of (B)(6) 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The customer reported that leakage occurred from the side port/connector area while flushing saline through a nasogastric tube using a feeding syringe. Leakage reportedly occurred from the opposite connector port while the syringe was attached to the alternate port. The device was replaced with another tube. No patient injury or medical intervention was reported.